Manufacturer narrative:
Product ID 3889-28, lot# v699552, implanted: 2011 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient complained of pain in the area of the implantable neurostimulator and down her legs. As a result of this event, the system was explanted. It was not replaced. The pain was at the device pocket. It was unknown if trouble shooting or diagnostic testing was performed. Additional information reported that the health care professional tried to discuss troubleshooting with the patient at appointment but she just wanted it removed. She did not discuss. The cause of the pain was unknown and it was unknown if it resolved. No further information was provided. If additional information is received, a follow-up report will be sent.